Event description:
It was reported that spline inversion and a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. During deployment of the farawave catheter into the right superior pulmonary vein (rspv), spline inversion was noted and could not be corrected. The farawave catheter was withdrawn from the body for inspection, and upon inspection, the non-boston scientific guidewire could not be advanced. The device was retracted into the sheath and rotated. Attempts were made to deploy the basket and flower configurations. After another inspection and correction, the catheter was replaced. The procedure was successfully completed with no complications to the patient. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.